Event description:
Following intraocular lens (iol) implant surgery, a pt developed capsular fibrosis. A capsulotomy was performed. The association between this event and the iol is not known. Additional info has been requested.